Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number 12k14h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 5 of 5 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis. The patient was hospitalized for the event of peritonitis. The patient was treated with unspecified antibiotics. Cause of peritonitis was not reported. The patient was discharged from the hospital and was recovering from this peritonitis event.